Event description:
The device result was 345, 120 and 240 mg/dl. The user went to the hosp and was admitted with a glucose of 574 mg/dl. He was also treated with insulin. The device was replaced and requested to be returned for evaluation.